Event description:
The customer reported that their mobile app froze during the fill tubing step. There was no reported adverse impact. After attempts to resolve the issue by uninstalling and reinstalling the app, it was discovered that the pump button was not functioning. Technical support advised checking the pump button issue separately, as the app reinstall did not resolve the problem.